Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure the use of electrocautery was causing pacing inhibition. Boston scientific technical services discussed magnet use and device function during cautery. There were no adverse patient effects reported. The device remains in service.